Manufacturer narrative:
Unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unit received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive after exposure to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.